Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during follow-up, the device was found in backup vvi mode. The device was restored after installing a software download.